Manufacturer narrative:
The insulin pump was received with a steady white display with lines of pixels horizontal due to cracked lcd glass. The pump was received with minor scratched lcd window and case. The pump was received with cracked and scratched keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the screen has a crack. The customer stated that the key sheet is damaged. No further details were given. The customer will be sent a replacement pump.